Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The distal target device can't be locked. Distal mis-drillings occured. Procedure was successfully completed without locking the target device.

Manufacturer narrative:
The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 8 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The target device was tested with the distal target device and adjustment devices from pi 1290481 and samples; the reported assembling problems and distal misdrillings were not reproducible; all distal drills could be placed with the nail holes like specified. The root cause of the reported issues could not be determined. Most likely the user was not trained on distal targeting with the distal target device. The correct handling, assembly and usage are described in detail in the gamma3 operative techniques. The sample drill hit the proximal nail hole in 125° and 130° mode; this is the reason of abraded material at the target device holes. Furthermore the brown and partly abraded printings, additionally the manufacturing date indicate that the target device was high frequently used and sterilized over a long time period. The proximal misdrilling is caused by normal wear. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The distal target device can´t be locked. Distal misdrillings occurred. Procedure was successfully completed without locking the target device.